Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent lumbar discectomy and fusion due to lumbar disc herniation. Post op, on an unknown date the patient was diagnosed with infection. Due to infection the patient underwent a revision surgery in which the implant was completely explanted. This explantation happened before fusion. No patient complication was reported post revision surgery.